Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that his blood glucose had been fluctuating. The blood glucose reading at the time of the report was 228 mg/dl. He reported that over the weekend he experienced a high blood glucose of 564 mg/dl. He reported that his vision became blurry and that he was scared. He stated that the drive support cap appeared normal and recessed. No damage was found and customer found no air bubbles in the tubing. Customer found no leaks. He was advised to run a manual prime and stated that insulin did exit. The insulin pump passed the high pressure test. Customer also reported a low blood glucose reading of 32 mg/dl. He treated with glucose tablets. The reservoir showed the same amount of insulin as was shown on the status screen. The insulin pump had been through a MRI. The insulin pump passed the displacement test. Nothing further was reported.